Event description:
It was reported that the patient presented acute sepsis on the knee. Revision surgery was performed to remove femoral, tibial and patellar components as well as associated cement. Antibiotic beads were implanted.

Manufacturer narrative:
The associated genesis ii cobalt chrome femoral component, genesis ii cemented tibial base plate, genesis ii resurfacing patellar component and genesis ii articular liner were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The devices were sterilized according to sterilization release documentation from quality control. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that based on medical documentation, the recurrent/persistent left knee joint infection/mrsa most likely resulted from the reported hematogenous spread secondary to chronic skin lesions and was the root cause of the revisions and associated complications. The patient impact beyond the reported ongoing pain, multiple surgical interventions and required antibiotic therapies secondary to persistent/chronic knee joint infections and a traumatic injury cannot be determined, as the 3rd revision indicated mssa positive cultures. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.